Event description:
Reporter initially stated there was a black line on the display of the blood glucose monitor and this did not interfere with reading the results area. The monitor was returned to the manufacturer, and during the evaluation, it was found a black spot does distort the first digit of the results area. Therefore, misinterpretation is possible. Failure analysis indicated the monitors lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.

Manufacturer narrative:
The event occurred in (B)(6).